Event description:
The customer reported the right head siderail is falling off the bed.

Manufacturer narrative:
The tech found the siderail center arm assembly was broken and hanging down. He replaced the siderail center arm assembly to repair the bed.